Manufacturer narrative:
Date of death: (B)(6) 2018. Date of event: (B)(6) 2018; (B)(4).

Event description:
It was reported via user facility report (B)(4) that a longitudinal tear with blood loss occurred. The procedure was indicated for endovascular aneurysm repair (evar). Successful evar. The amplatz super stiff guidewire unraveled causing a longitudinal tear along the superficial femoral artery (sfa). The patient had acute blood loss, which resulted in loss of pulse and multiple rounds of advanced cardiac life support (acls), until pulse regained. The patient died during the procedure.

Manufacturer narrative:
Date of birth, describe event or problem, initial reporter title, initial reporter first name, initial reporter last name, occupation, date of death, date of event: updated.

Event description:
It was reported via user facility report (B)(4) that a longitudinal tear with blood loss occurred. The procedure was indicated for endovascular aneurysm repair (evar). Successful evar. The amplatz super stiff guidewire unraveled causing a longitudinal tear along the superficial femoral artery (sfa). The patient had acute blood loss, which resulted in loss of pulse and multiple rounds of advanced cardiac life support (acls), until pulse regained. The patient died during the procedure. It was further reported that the vessels were heavily calcified. Deep access. The left common femoral artery was accessed under ultrasound guidance as well as the right common femoral artery. Due to the patient's body habitus, upsizing was difficult, but the physician managed to place pre-close sutures. The physician placed large sheaths and imaged the lowest renal artery and bilateral hypogastric arteries. The physician brought main body into the field and deployed it without difficulty. The physician then cannulated the contralateral gate and placed contralateral limb left common iliac artery. The physician finished deploying on the right and balloon the modular portion of the graft and of the landing zones. The physician repeated digital substraction and there was no evidence of endoleak. The physician wanted to preclose the right groin and this failed. General anesthesia was induced and a cutdown was done without difficulty. The arteriotomy was closed with running suture. A similar maneuver was performed on the left. The clamp was released and the wire was pulled and the previously reported unraveling occurred. There was 300 cc of acute blood loss which the physician was able to control. The a-line was non-functional and the crna noted there was no pulse. The patient initially responded to acls but when into a no-shockable rhythm. The code was called and the patient expired. The groins were closed.